Manufacturer narrative:
Batch records for final product manufacture and qc records for cov2010020, cov2010029, cov2020136 and cov2020137 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2010020, cov2010029, cov2020136 and cov2020137 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. Please see the cpus220485 attachment for the results of cov2010020, cpus230181 attachment for the results of cov2010029, cpus230159 attachment for the results of cov2020136 and the cpus230420 attachment for the results of cov2020137 in this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
False-negative results. The customer reported receiving 4 negative results with flowflex and then received a positive test when testing with their healthcare provider. The customer stated: I didn't take pictures of all. One was feom a 5 pack from costco. One may have been provided by my son's school. One I purchased from cvs on (B)(6). One was provided free from the public library in davis ca. I had my first symptoms on (B)(6) and took a test that day around 2 pm. My symptoms progressed that day and got worse and I took a test around 9:00 am on (B)(6). I called my doctor and explained my symptoms and they "scheduled" me for a visit at urgent care so I could take a flu test. I was seen by a doctor around 9:00 pm and flue test was negative. After listening to my symptoms he tested me and commented I was the second person that day that tested positive after testing negative with an at home test. He thought it was possible I had tested too early. On (B)(6) I took a other test around 9:00 am to see if it would test positive to know if I could trust it if I tested negative. I then purchased new tests online from my local cvs and my daughter picked it up and I took another test with the new cvs test at 1:30 on (B)(6) and it was negative. At thisnpont all tests are flow flex. I then found another test the school had sent from intelliswab that hasn't expired at 1:50 on (B)(6) and within a few minutes it showed a positive test line, and of course it was clearly positive after the 30 minutes. I shared my false negatives with my brother in law, showing symptoms at same time that kept insisting he was negative. And he had also been using flowflex tests, expired but within the extended 1 year. He then took a binaxnow test and was positive and since he was negative he did not quarantine and his wife has now tested positive. When my daughter saw what tests I had she brought me 3 she had gotten for free in may from the public library in town. I took another test on thursday (B)(6) at noon from that set since I intend to return the other tests I bought at cvs and it was negative. I didn't take pictures of the tests themselves but I do have the boxes. I didn't get around to collapsing them for recycling but garbage day was yesterday.

Manufacturer narrative:
Pending investigation from acon bio. Investigation will be conducted, and an investigation summary will be provided in a follow up MDR.

Event description:
False-negative results. The customer reported receiving 4 negative results with flowflex and then received a positive test when testing with their healthcare provider. The customer stated: I didn't take pictures of all. One was feom a 5 pack from costco. One may have been provided by my son's school. One I purchased from cvs on wednesday. One was provided free from the public library in davis ca. I had my first symptoms on monday(B)(6) and took a test that day around 2 pm. My symptoms progressed that day and got worse and I took a test around 9:00 am on (B)(6). I called my doctor and explained my symptoms and they "scheduled" me for a visit at urgent care so I could take a flu test. I was seen by a doctor around 9:00 pm and flue test was negative. After listening to my symptoms he tested me and commented I was the second person that day that tested positive after testing negative with an at home test. He thought it was possible I had tested too early. On wednesday (B)(6) I took a other test around 9:00 am to see if it would test positive to know if I could trust it if I tested negative. I then purchased new tests online from my local cvs and my daughter picked it up and I took another test with the new cvs test at 1:30 on (B)(6) and it was negative. At thisnpont all tests are flow flex. I then found another test the school had sent from intelliswab that hasn't expired at 1:50 on (B)(6) and within a few minutes it showed a positive test line, and of course it was clearly positive after the 30 minutes. I shared my false negatives with my brother in law, showing symptoms at same time that kept insisting he was negative. And he had also been using flowflex tests, expired but within the extended 1 year. He then took a binaxnow test and was positive and since he was negative he did not quarantine and his wife has now tested positive. When my daughter saw what tests I had she brought me 3 she had gotten for free in may from the public library in town. I took another test on thursday (B)(6) at noon from that set since I intend to return the other tests I bought at cvs and it was negative. I didn't take pictures of the tests themselves but I do have the boxes. I didn't get around to collapsing them for recycling but garbage day was yesterday.